Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Manufacturer narrative:
Added: patient gender, patient weight, explant date dor: (B)(6) 2013. There was no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Event description:
Litigation alleges that patient began suffering increased pain as a result of the implantation with the asr hip implant. Her hip pain continued to worsen considerably and significantly impair her ability to perform normal daily activities, sit, stand, and even walk. She was also injured by excessive levels of chromium and cobalt.